Manufacturer narrative:
The device was requested for evaluation but per the customer will not be returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include prying/leveraging the driver during implant insertion, advancing the implant before the driver tip is in contact with the bottom of the pilot hole, preparing a pilot hole that is too small, or inserting the implant at an angle that is not co-axial to the pilot hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, two implants cracked and a portion of each was retained in the patient. One cracked across the implant and one cracked length-wise. The loose pieces were retrieved. An additional implant was used in a new tunnel to successfully complete the case. Patient's demographics (age at time of event, date of birth, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.